Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with an fra spacer at level l4_l5 size and l5_s1 size. Pt was also implanted with an atb plate at screw_l4_l, screw_l4_r, screw_l5_l, screw_l5_r, screw_s1_l, and screw_s1_r, with atb plate 449.103. Pt had been experiencing pain for 48 months. Surgery date was (B)(6) 2004, and postoperatively pt experienced vascular injury requiring repair of laceration with sutures by general surgeon. This complaint is on the atb plate 449.103. This complaint is 1 of 7 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.